Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 127 mg/dl.